Event description:
It was reported that during un-packaging of the 2.5 x 38 mm xience prime stent delivery system (sds), the device was pulled out of the package at an angle, and the hub of the sds shaft kinked. The device was not used. A new sds was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided. Additional information received reported that the hypotube also separated during removal from the package.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The kinked shaft was not confirmed, however, the shaft likely separated at the kink. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.